Manufacturer narrative:
A medtronic field representative reported that the site was using the electromagnetic tracking with a metal or bed which was causing interference. The site no longer uses that bed and no further issues have occurred since they switched beds.

Event description:
A medtronic ent representative reported having difficulty tracking on the opposite side of the patient's head. If they move the emitter closer they can still not track the instrument. The surgeon was reportedly confident of his accuracy with the system when tracking and was able to complete the procedure with the use of navigation. No negative impact to the patient outcome was reported.

Manufacturer narrative:
No parts or files have been received by the manufacturer.